Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stent were implanted in the 1st obtuse marginal. Approximately 16 months post procedure patient suffered of cardiac arrest after below-knee amputation. The event was treated with medication. Patient recovered. Cec adjudicated a myocardial infarction occurred (unknown vessel) due to troponin increase after prolonged resuscitation.